Event description:
It was reported that during an typical flutter ablation procedure the intellanav mifi xp catheter tip temperature went above 80 degrees. Approximately five seconds after ablation was started the catheter tip temperature went above 80 degrees and the generator stopped ablating. The physician commented that no errors were displayed on rhythmia. The rhythima is not expected to display temperature related error messages, as ablation is controlled though the non-bsc generator. The catheter was exchanged with a competitor catheter. The procedure was finished successfully without any patient consequences.

Manufacturer narrative:
B.5 describe event or problem, corrected to provide additional context that the rhythmia is not expected to display error messages related to temperature. Rather, an alert condition of that type would be provided by the associated generator, which in this case was not a bsc product. Visual inspection revealed there was dried saline and bodily fluids on the distal tip. The electrical testing showed the continuity checks had no electrical shorts as checked manually using a multi-meter and breakout box. The functional testing showed no abnormal resistance was felt when actuating the steering mechanism. The radio frequency test was verified three times by using the maestro generator 4000 and the device was found to be within specifications and there were no errors or messages reported by the maestro generator 4000.

Manufacturer narrative:
Visual inspection revealed there was dried saline and bodily fluids on the distal tip. The electrical testing showed the continuity checks had no electrical shorts as checked manually using a multi-meter and breakout box. The functional testing showed no abnormal resistance was felt when actuating the steering mechanism. The radio frequency test was verified three times by using the maestro generator 4000 and the device was found to be within specifications and there were no errors or messages reported by the maestro generator 4000.

Event description:
It was reported that the catheter tip temperature went above 80 degrees and rhythmia did not show an error message. During an typical flutter procedure a intellanav mifi xp temperature ablation catheter was selected for use. Approximately five second after ablation was started the catheter tip temperature went above 80 degrees and the generator stopped ablating. The rhythmia did not show an error message. The catheter was exchanged with a competitor catheter. The procedure was finished successfully without any patient consequences.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tip temperature went above 80 degrees and rhythmia did not show an error message. During an typical flutter procedure a intellanav mifi xp temperature ablation catheter was selected for use. Approximately five second after ablation was started the catheter tip temperature went above 80 degrees and the generator stopped ablating. The rhythmia did not show an error message. The catheter was exchanged with a competitor catheter. The procedure was finished successfully without any patient consequences.